Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 95-264 mg/dl. The occlusion alarms were resolved by the customer clearing the alarms and resumed insulin deliveries without changing any pump supplies. Tandem technical support reviewed the cartridge fill process and found that the customer was not correctly performing the air removal process. Cts educated the customer in regards to the correct air removal process.